Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Event description:
Litigation papers allege pain, weakness, clicking/popping, loss of mobility, inflammation and difficulty with even simple daily activities. Additionally alleged the patient has elevated cobalt and chromium metal ion levels.**update** (B)(4) 2012 - medical records were received from legal. Part/lot information was identified. Records are available on external hard drive if needed for further review.

Manufacturer narrative:
The devices associated with this report were not returned. A previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation papers allege pain, weakness, clicking/popping, loss of mobility, inflammation and difficulty with even simple daily activities. Additionally alleged the patient has elevated cobalt and chromium metal ion levels.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4).